Event description:
Same case as MFR report#: 2134265-2009-06970. It was reported that during a preparation for a percutaneous coronary interventional (pci) procedure, a rota wire fracture occurred. As the rotational speed test of the rotalink plus was being performed, the rotawire fractured at the tip of the burr. The procedure was successfully completed with a different device. The device had no contact with the pt.

Event description:
Same case as MFR report#: 2134265-2009-06970 iit was reported that during preparation for a percutaneous coronary interventional (pci) procedure, a rota wire fracture occurred. As the rotational speed test of the rotalink plus was being performed, the rotawire fractured at the tip of the burr. The procedure was successfully completed with a different device. The device had no contact with the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation summary: the rotawire was received in two sections. The fractured sections indicate rotational wear. Both sections were sent to scanning electron microscopy (sem) fracture analysis. Results state that "examination of the fracture surface revealed the presence of elongated dimple ruptures in a torsional direction. Burr induced surface wear was noted. Copper (cu) was detected inside the grooved surface of the wire that was created by the burr. No material anomalies were observed. Conclusion: burr induced surface wear. Final fracture is in a torsional direction". Dfu warns: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.25 mm burr". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error due to burr induced surface wear. Final fracture is in a torsional direction. (B)(4).